Event description:
It was reported that the left ventricular (lv) lead dislodged while attempting to remove the sheath. The lead was removed and replaced with a new lv lead. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).